Manufacturer narrative:
The explanted device was returned assembled with driveline cut approximately 8.5 inches from the pump housing and the severed portion of the driveline was not returned. Examination of the device upon device disassembly revealed a red, soft deposition on the outlet stator. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that the deposition was present in the pump while it was operating. The deposition had minimal flow area obstruction. Although the origin of the deposition and the duration of its presence in the pump could not be conclusively determined, it may have potentially contributed to the reported elevated lactate dehydrogenase level. Additionally, the depositions may have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, the patient reported having tia symptoms approximately 1 to 2 times a week, and pump power elevations over the ¿last few days¿. The patient¿s lactate dehydrogenase level was elevated from the 250 u/l range to as high as 569 u/l with a plasma free hemoglobin level of 71 g/dl. An echocardiogram reportedly did not show any evidence of thrombosis. It was noted that prior to lvad implant, the patient was hypercoagulable and had an lv thrombus that was removed at the time of implant. During the patient¿s evaluation for suspected device thrombosis, a donor heart became available and the patient received a heart transplant on (B)(6) 2017. Reportedly, the surgeon did not visualize thrombus in the explanted pump. No additional information was provided.